Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker reported that they had two syncopal episodes during capture testing in clinic. The patient also reported that they had an incident of a "run-away pacemaker" and that the device had been reprogrammed to address the fast rates. The local boston scientific field representative (fr) was contacted for further information. The fr reported that the patient's chart indicated that the patient had intermittent loss of atrial capture that was documented in (B)(6) 2012. The pacing outputs were increased. The fr did not have any further information regarding the fast heart rate that the patient reported. The device remains in service. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that the device was explanted and replaced. The device has been returned for analysis. There were no adverse patient effects reported.